Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had noise in endoscopic image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was reproduced. During the evaluation it was found that a foreign object was inside the nozzle of the device. Additional findings were as follows: due to corrosion on scope connector, a noise image occurs, due to wear of angle wire, bending angle in up direction does not meet the standard value, the connecting tube has a dent, the plastic distal end cover, the protector of universal cord on scope connector side has a scratch, the scope connector cover unit, the lock engagement lever, the free/engage knob, the connecting tube, the up/down knob, the switch1, the switch box, the scope cover, the scope connector, the universal cord, the grip, the control unit, the right/left knob, all has a scratch, the adhesive around light guide lens is peeled, the adhesive around objective lens is peeled, the objective lens, the control unit, both has discoloration, the forceps channel port is shaved, the paint on suction cylinder, the paint on air/water-cylinder both was peeled, the scope connector is dirty due to water leakage, the adhesive on bending section cover has a chip, the bending tube is deformed, due to wear of angle wire, the play of up/down knob is out of the standard value, and the connecting tube, the universal cord both has a wrinkle. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. It is unknown if there was lag between the end of clinical use and the start of pre-washing. Pre-cleaning: it is unknown if flushed the air/water nozzle with water and air. It is unknown if flushed air/water nozzle with detergent solution. It is unknown if brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. It is unknown if the facility noted that there were any abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. Based on the results of the investigation, we could not specify with the obtained information what the foreign material was. As it is unknown from the obtained information if the reprocessing has been implemented in accordance with the instructions for use (IFU), we could not specify the cause of the remaining foreign material. Therefore, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿the instruction manual operation manual¿ gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual¿ gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention.¿ olympus will continue to monitor the field performance of this device.